Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted until the suture was pulled taut, no hemostasis was noted. The physician commented he pulled a little harder on the suture resulting in the rail suture breaking. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.